Manufacturer narrative:
(B)(4). If implanted; give date: na (not applicable) the lens was not implanted. If explanted; give date: na (not applicable) the lens was not implanted; and therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) had a broken haptic and that there was no patient contact. Event reportedly occurred during handling and prior to insertion of the lens. The product was received and appears that the lens in fact, had patient contact; therefore, the broken haptic occurred during use of the intraocular lens and during insertion.

Manufacturer narrative:
Product evaluation: the intraocular lens was returned to the manufacturing site for investigation. The lens was received inside the original box. The lens was visually inspected. The lens was received cut in half, with both halves returned. The lens had the haptics attached to them. The haptics were inside the haptic junction and were on each lens half. The haptics were found in acceptable condition. The customer's reported complaint for haptic broken, damaged was not verified. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The lens units were released according to specification. The review identified no non-conformance reports that were associated with this production order. A search for complaints related to the production order revealed that no other complaints were opened under this production order. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the investigation and review, there was no indication of a product malfunction or product quality deficiency. No nonconformity reports were identified in the reviews. All pertinent information available to abbott medical optics has been submitted.